Event description:
It was reported that the intra aortic balloon was inserted post-op in a pt was experiencing a lot of ventricular tachycardia. After six days, a hissing noise was noted but the pump did not alarm and no blood was seen in the gas tubing. Since a balloon rupture was suspected, the intra aortic balloon was removed. There were no pt complications.